Manufacturer narrative:
Findings: drive support disk was inspected and no anomaly was noted. Unit motor error alarm during basic occlusion test due to faulty sensor resistor. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify compromised force sensor system alarm due to motor error alarm. Unit was received with normal operating currents and passed unexpected restart error test and self-test. Motor passed motor test. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she keeps getting errors on the insulin pump and cannot get it to work. The customer's blood glucose was 188 mg/dl at the time of the pone call. The customer stated that the insulin pump alarmed compromised force sensor system. Troubleshooting was performed. The caller stated that insulin was "squirting out" during the manual prime process. Customer stated that they are unable to exit the "preparing to prime" loop. Customer states the rewind message occurred after the alarm. Customer stated that they are stuck in the rewind complete/bolus delivery loop. The customer stated that the drive support cap appears slightly dented. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.